Manufacturer narrative:
The insulin pump alarmed button error and had an intermittent button response due to moisture damage on keypad traces. The moisture damage was noted on electronic assembly during visual inspection. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed button error. Customer's blood glucose was 129mg/dl. Customer stated the button error alarm occurred right after the insulin pump was exposed to moisture. Moisture exposure was in lake tubing. Advised customer the insulin pump will be replaced and revert to back up plan. Customer's blood glucose was 142mg/dl, treated with novolog syringes.